Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, if additional information becomes available or if the device is returned to olympus for evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a colonoscopy/polypectomy procedure, the patient¿s bowel was perforated. A polypectomy was done on two polyps without difficulty using ¿cut blend 20¿ setting on the device. On the third polyp at the rectosigmoid, a sudden severe burn occurred and the snare cut through the colon wall. The nurse noted that the device provided a stronger cut/coag and the settings changed from 20 to 120 on its own, resulting in perforation to the patient. The patient¿s perforation was treated with clips. The intended procedure was completed with the same equipment. The patient was admitted for observation. A CT scan and antibiotics was provided to the patient. In addition, the device was inspected prior to the procedure with no anomalies observed. 2 of 2 reports.